Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated connections and cleared debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer reported that they have used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this incident.